Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump, assisted in doing so, and confirmed that the issue did not recur after the reset. The customer was advised to monitor the pump and call back if the malfunction reappears, which the customer understood.